Manufacturer narrative:
Phone number (B)(6). (B)(4). The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture baker grade iii.

Event description:
Healthcare professional reported left side capsular contracture bake grade iii and rupture during surgery. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture : observed broken striated assessed as to surgical damage and missing piece of the shell assessed as to inconclusive. Capsular contracture: unable to confirm as it is a medical event not related to the device. Additional observations: wear abrasion observed in the device. Crease fold observed in the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported left side capsular contracture bake grade iii and rupture during surgery. Device has been explanted.